Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the set up for a thr surgery, the polarstem modular head for 21000662 was noticed to be gouged/damaged. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
It was reported that, during the set up for a thr surgery, the polarstem modular head for 21000662 was noticed to be gouged/damaged. Patient was not injured as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it showed a heavy damage, some pieces were broken-off and signs of unnatural indentation were visible. The functional evaluation was not performed since the heavy damage did not allow it so. It was concluded that the complaint device was broken. So, the mentioned failure mode of fracture is confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no previous complaints for the same batch. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. To date, further actions are not deemed necessary. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.